Event description:
At end of mitral valve replacement, surgeon was placing sternal wires at close sternum. Pt's sternum was very hard and approx 2mm tip of ccs needle broke in the sternum. Unable to remove. New sternal wires used.